Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable¿s rubber jacket being slightly loose was confirmed, as the returned mpu (serial number (B)(4)) was observed to have a slightly loose rubber jacket around its patient cable¿s lemo connectors upon arrival. The mpu was functionally tested and was found to perform as intended. Due to the observed cable damage, the mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing of the patient cable is loose.